Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Hospital. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 6mm x 2.00mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.